Event description:
Information provided states that the most proximal hole on the proximal locking screw of the iskd jig assembly (p/n's 17440, 17510, 17525) would not line up correctly. The surgeon was required to free hand the locking screw procedure which caused a delay in the surgery.

Manufacturer narrative:
Additional model numbers: 17510, 17525.